Event description:
Interrogation on (B)(6) 2010, revealed that the deep brain stimulator was off. It was switched back on. The pt began to experience dyskinesias after stimulation was turned on. Interrogation revealed no device usage. Only the last 2 days were visible. After a new telemetry connection was established between the physician programmer and the device, only the actual day was visible. There was no pt injury associated with the event. The pt was reported to be ok. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).